Manufacturer narrative:
This report is submitted on december 4, 2020.

Manufacturer narrative:
This report is submitted on november 6, 2020.

Event description:
Per the clinic, the patient experienced no benefit from the implant and became a non-user. The patient had to undergo an MRI and it was decided to explant the device on (B)(6) 2020. There are no plans to re-implant the patient with another device.